Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation confirmed that there was a crack along the battery compartment extending the case seal. The display lens was found to be scratched and the keypad was worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the top of the battery compartment was cracked and display lens was scratched. This report is made based on results of investigation completed on (B)(4) 2013.